Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was diagnosed during explantation surgery. The patient underwent explantation on (B)(6) 2024, and replaced with a mentor breast prosthesis with serial number (B)(6). A discrepancy was observed when the information reported included a date of implantation ((B)(6) 2009 as best estimate) that occurred prior to the manufacturing date of the breast implant. If new information becomes available, mentor will submit a supplemental report.

Manufacturer narrative:
On february 27, 2024, mentor received additional information reporting that the device serial number and event date were not known. The device date of implantation has been removed since it has been reported as unknown. On february 29, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample determined that the gel mod-rnd 350cc breast implant was found to have a tear on the anterior view, measuring approximately 0.3 cm. Leak testing was performed, in accordance with mentor procedures, and no additional areas of gel exposure were detected. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).